Event description:
The neurostimulator was returned to the MFR because the battery suddenly turned off and reset to strange parameters; a magnet was used to turn the device back on. The device was replaced and therapy resumed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.